Manufacturer narrative:
The customer reported a ventilator display was blank during routine check-up. The field service engineer replaced the video graphics array (vga) controller. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported a ventilator display was blank during testing. The device was evaluated by the customer and an international philips field service engineer who confirmed the reported issue via operational check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.